Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received. Please clarify what is the specific quality issue with the suture? The suture separates from the needle or suture broke were fragments of the device left inside the patient? Was there any patient consequence?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/21/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: *please clarify what is the specific quality issue with the suture? - the suture separates from the needle or suture broke the suture, or strand, was released from the assembly and separated from the needle. * were fragments of the device left inside the patient? No. * was there any patient consequence? No. * status of product return it was disposed of in the medical device material trash, because it was contaminated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/14/2021 investigation summary ==> seven pictures were received for evaluation. Upon to visual inspection of the pictures, two detached needles from the sutures that appears to be (a vicryl and a prolene) could be observed. The product code and lot number cannot be identified in the pictures. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.